Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patients ins took twice as long to charge than it normally did. There were no symptoms reported related to the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4) indicated it was functioning within specifications but has reduced capacity due to overdischarge. Analysis of the adaptor (lot # n295341) and extension (serial # unknown) indicated normal functionality and insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.